Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, the surgeon went through two devices and neither of the devices provided acceptable seals. Both devices resulted in bleeding of less than 250cc following seals. There was no regrasp alarm, but with end tone. The generator had inconsistent and incomplete seals. Another hand instrument was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, the surgeon went through two devices and neither of the devices provided acceptable seals. Both devices resulted in bleeding of less than 250cc following seals. There was no re-grasp alarm, but with end tone. Individual seals were examined before cutting and some were described by the surgeon as "weak". In the surgeon¿s words, "this generator cooked the tissue too fast and did not seal the tissue". The generator had inconsistent and incomplete seals. Another hand instrument was used successfully with the same generator. There was no patient injury.